Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during patient transfer to another hospital, the automated impella controller (aic) was swapped. It was reported immediately after swapping the aic, there was a purge system failure alarm. To resolve the issue, another aic was exchanged. Support was delivered to the patient without interruption and there was no patient harm reported for the reported aic issue.

Manufacturer narrative:
D8/d9: date device returned to manufacturer is unknown automated impella controller (console) logs from the reported day of event are consistent with complaint and show that after pump with the serial number (B)(6) and purge cassette with serial number (B)(6) were transferred from ic1226 to ic9455, there were multiple error messages related to ¿piston blocked¿ and ¿home not found¿ events as well as rfid errors, sau_purge communication errors, and purge system failure alarms (#417, due to piston blocked). Swapping purge cassette to (B)(6) did not resolve the issue. Logs from the first console (B)(6) showed no purge-related issues while the same pump (B)(6) and purge cassette (B)(6) were used. After the pump was switched to ic2410 there were no further issues. Console ic9455 was tested in danvers, but the issue was not reproduced. Considering there¿s no indication that issue might have been caused by purge cassette, it is most likely that either purge motor shaft was initially immobilized or pud pca had an intermittent malfunction. The cause of the console issue was a defective purge assembly. This report is being filed as part of a retrospective review of historical records.